Manufacturer narrative:
A medtronic representative reported that while the radiologic technologist (rt) had the system plugged in and was transferring exams to the electronic picture archiving and communication systems (pacs) the system would suddenly shut itself down after 15-30 minutes. The rt would then reboot the system and it would shutdown again after another 15-30 minutes. The field service engineer was contacted and a system checkout was scheduled. There was a patient present during this issue. There was no delay in surgery, but imaging was aborted. Upon performing the system checkout, the engineer found that the imaging system and the image acquisition system (ias) were not starting up. The mobile view station (mvs) and ias computers were replaced. Upon replacing the computer, the new mvs computer was having intermittent display issues. The engineer disconnected the video graphics array (vga) output from the mvs computer and plugged it into an external monitor which showed that the mvs computer was working, but the mvs monitor was not working. The monitor was replaced. A system checkout was successfully performed which showed that the issue had been resolved. The mvs computer and the imaging system computer were sent back to the manufacturer for analysis. A software failure was confirmed for the imaging system computer which was fixed after the imaging system software was reloaded onto the computer. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while the radiologic technologist (rt) had the system plugged in and was transferring exams to the electronic picture archiving and communication systems (pacs) the system would suddenly shut itself down after 15-30 minutes. There was a patient present during this issue. There was no delay in surgery, but imaging was aborted. The rt would then reboot the system and then it would shutdown again after another 15-30 minutes. The field service engineer was contacted and a system checkout was scheduled for a future date.